Event description:
Bought a new box of contacts - sofmed breathables. About 10 minutes after putting them in I started having trouble seeing. A white fog started to impair my vision. I took the contacts out and the white fog remained for about an hour along with redness and severe dry feeling. I returned the contacts and exchanged for a new box with the same results. Since then, I have been put on a trial pair of johnson brand contacts. I now have a little more trouble focusing that I used to. [Please note that this form would not let me move forward without selecting everything above. The only thing that should be selected is 1: averse event, and 2: other serious.] Dates of use: (B)(6) 2011. Reason for use: nearsightedness.